Event description:
The customer alleged surface damage to an olympus bfp40 bronch eyepiece after processing in the sterrad 100nx sterilizer. The damaged was described as paint peeling from the eye piece. The device is approximately 4 years old and used three times a week. There are no reports of patient injury.

Manufacturer narrative:
(B) (4) damaged device. This is one of three 3500a reports being submitted for this product malfunction. Please reference manufacturer report numbers: 2084725-2009-00398, 2084725-2009-00399.